Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. The customer reported observing the battery being full on the insulin pump and the insulin pump alarming no power shortly after. Customer also reported the insulin pump's display would be blank after a battery change. The customer stated they have tried a replacement battery cap. The customer's blood glucose was under 170 mg/dl. The customer declined to return the insulin pump for analysis.